Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that during normal saline priming, mold was discovered at the end of the secure lock. There was no patient involvement or patient harm.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Manufacturer narrative:
Investigation summary: received one (1) used. List #14687-15, primary plum set for inspection. Particulate matter was observed inside the distal male luer. The luer was examined and the particulate matter was imbedded inside the wall of the luer. The particulate matter was not from an external force and was not mold. The complaint of particulate matter can be confirmed. The probable cause is due to an extrusion error during manufacturing in the plant. The embedded material is not in the fluid path, and this does not affect the functionality of the device. Lot history review: the lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.